Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the half-height matrix drawer was failing to operate properly. Previous repairs had included replacement of the rails position sensor and the open/close sensor. Fse performed manual adjustments to the drawer assembly, but the issue persisted with no improvement, leading fse to determine that the drawer assembly had failed. Fse replaced the complete drawer assembly with a new unit, reconfigured the drawer, and conducted full functional testing in both the application and diagnostics. After replacement, the drawer operated normally, and all tests verified proper functionality. The station was fully functional upon completion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed and could not be opened. As surgery was in progress, accessing the rear door for manual opening was not possible at the time. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.